Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer had high blood glucose. The customer¿s blood glucose level was 344 mg/dl at the time of incident and they changed reservoir in the morning. The customer¿s blood glucose was running over 400 mg/dl. The customer had symptoms of vomiting and chest pain. Customer¿s mother checked customer¿s blood glucose level and it was 545 mg/dl. Customer¿s father would be calling emergency services. The customer disconnected the call before asking for troubleshooting. The insulin pump will not be returned for analysis.